Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called with error replace battery on 8015bd unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on error on 8015bd unit saying replace battery, unit is under warranty repair so tech will first plug in unit and let charge for at less 12 hours to see if its just unit needed to be charge or if not needs to replace battery on unit, if so tech will call back to have unit sent in under warranty repair. Tech thank me for my assist.